Manufacturer narrative:
Hamilton medical reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260167 is listed in the same product family per the manufacturer¿s IFU, and therefore falls under the same FDA product classification.

Event description:
According to the incident description: "although all tests had been passed, the patient could not be ventilated. An error message appeared on the device (peep too high, minute volume too low and expiratory stenosis). To prevent harm to the patient, ventilation was continued using a manual resuscitation bag and the tubing system was replaced. Ventilation then resumed. " it was reported that no health consequences or impact to the patient occurred.